Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl at the time of incident. The customer was treated with lancet insulin drip in the hospital. Customer experienced symptoms such as dizziness. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high pressure test. Customer states damage to the right bottom screen. The insulin pump will be returned for analysis.